Event description:
A physician reported a patient who was treated in the glabella on 5 march 1997. No unusual bruising or blanching was noted at the time of the injection. The physician noted that the material seemed more difficult to push out of the syringe; no separation or watery consistency to the material was noted. On 7 march 1997, the site became black and blue, and on the seventh day, a black eshar had formed. On 27 march 1997, the physicain instructed the patient to wash the area with peroxide, phisohex, phisoderm and apply bacitracin ointment. The patient was seen on 3 april 1997 with the scab off and reddish depressed area at the glabella. The physician diagnosed a necrosis. On 11 june 1998, follow up information was recieved from the physicain. On 17 july, 1997, the symptoms resolved. The physician noted a depression post necrosis. On 31 july 1997 and 16 febuary 1998, the physician administered additional collagen to the glabellar area.